Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that a programmer was sent to the patient and the battery was not responding. The patient had an appointment scheduled with a different manufacturer representative to check their charging status. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported the por and battery not responding had not been resolved. The representative had reached out to the patient but had not been able to get in touch with them. They were also unsure of the patient's weight at the time of the event.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain via a manufacture r representative. It was reported that there was an informational power on reset (por message) which caused the therapy to stop. The patient initially reported that the insr was blank and that the green light was on, but the patient later clarified that it was an informational por code. The patient attempted to clear the por code with the patient programmer, but the batteries in the patient programmer were dead. The patient replaced the patient programmer batteries and it would not power up. No symptoms or complications were reported.